Event description:
It was reported that a malfunction alarm occurred with the tandem pump, indicated by a malfunction 16 code. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts to reset the pump and provided with pump reset information.